Manufacturer narrative:
This product has not been revised. Investigation is not complete. Trends will be evaluated. Device event code is addressed in the package insert. Additional information has been requested from the surgeon. This report will be amended when the investigation is complete.

Event description:
Allegedly, the x-ray images indicate that the ceramic isolant ring, and possibly the spring have broken.